Event description:
Information received indicates the stretcher has no brake or steer function.

Manufacturer narrative:
The technician replaced the brake casters and used a brake/steer upgrade kit to repair the stretcher.